Event description:
The pt reportedly experienced a loss of lock between the external equipment and the implant. External equipment was exchanged, however, the problem was not resolved. Surgery to explant the device will be scheduled.